Event description:
It was reported that a dry, black substance was found on the handpiece when opened for a surgical procedure. The substance did not come into contact with the surgical site. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the initial investigation details, a possible cause for the reported black substance was problems with the bearings which have been replaced. Service did a clean, lube and adjust to the device, and it was repaired and returned to the customer.